Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2023, the patient was sleeping when his wife notified that he had lost consciousness and then began having a seizure. The patient¿s wife called 911. Once emergency medical services (ems) arrived, the cgm was reading 73 mg/dl and the bg meter was reading 39 mg/dl. The patient was treated by ems within unspecified ivs and medications. The patient regained consciousness after treatment. The patient was not transported to the hospital. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.